Manufacturer narrative:
Section d10, h3: additional information. Section d5: correction. Manufacturer¿s investigation conclusion. The reported event of a backup battery fault alarm was confirmed with the evaluation of the returned system controller's backup battery serial number (B)(6). The heartmate ii system controller, serial (B)(6) was not returned for analysis. However, 11v backup battery, serial (B)(6), was returned for analysis. The returned 11-volt backup battery was observed to have a bent pin upon arrival. The bent pin would have prevented a secure connection from being established between the backup battery and the ribbon cable. The pin was straightened out and the testing procedure was continued. The returned battery passed functional testing and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. The returned returned 11-volt backup battery was found to function as intended during analysis following the straightening of the bent pin. The root cause of the reported backup battery fault alarms can be attributed to a bent pin inside the backup battery. The root cause of the bent pin could not be conclusively determined during the investigation. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains how to replace the system controller backup battery. Additionally, section 5 ¿ ¿surgical procedures¿ explains how to install the backup battery in the system controller. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a system controller backup battery exchange, the system controller alarmed "call hospital contact backup battery fault" and stated "charging." The vad coordinator placed another backup battery in the controller with no issues.